Event description:
It was reported that the device exhibited error code 41786. There was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device used and in good condition. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the unit powered on with a red screen alarm 41786 error code. The root cause was determined to be a faulty main board. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.